Event description:
Ref MFR 3006639916-2013-00124.

Manufacturer narrative:
Document review: amistem h femoral stem size 2 std - ref (B)(4) / lot 131153 (60 stems produced). All parameters were found to be in accordance with the specs valid at the time of mfg, included washing and sterilization cycles. The 43 stems belonging to this lot have been already sold and no other incidents have been reported up to now. From the data collected, we do not have evidences that the event is device related.